Event description:
During a tonsillectomy and adenoidectomy procedure, the physician was utilizing a procise xp plasmawand. Intra-operative the physician complained that the wand was not ablating the tissue as expected, in addition the physician felt that homeostasis has not being adequately achieved. The physician ultimately reverted to completing the procedure with standard suction and a monopolar electro-cautery device. Sometime post-operative but prior to being discharged from the surgery center the pt experienced primary bleeding at the surgical site. The pt was returned to the operating room where the physician used monopolar electrocautery device to control and maintain homeostasis, then placed suture ligatures at the surgical site. The pt was reported as healing well and no other complications were reported.